Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The facility reporter indicated the event occurred two weeks prior from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during device deployment, when the plunger was retracted there was no suture present. The physician attempted to remove the device and it became stuck in the patient's groin. A cut down was performed to release the device and once it was removed the artery was sutured. During device inspection it was noticed that the sheath was accordioned and folded inside of itself. The patient did not experience any adverse sequela. Though requested, no additional information was provided.